Event description:
Patient tried and failed dates tried: (B)(6) 2022 - (B)(6) 2022; reported by hcp. Did not consent to follow up: (B)(4). All available information is provided in this report, no further clarification is available.